Event description:
It was reported that cardiac perforation was observed by the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.

Event description:
New information received notes the patient presented at the emergency room with low blood pressure and cardiac tamponade. The cardiac perforation was confirmed by computed tomography (CT) prior to the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.